Event description:
It was reported there was a loss of therapeutic effect since last thursday of friday. The patient had been trying to recharge all weekend. There were coupling and/or communication issues. The patient got 8 coupling bars after repositioning the antenna and pressing the "start charge" button. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v798124, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v798124, implanted: (B)(6) 2011. Product type: lead. (B)(4).